Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported to ge healhcare that a baby was placed in the unit. At some point, the baby was found to be on the floor. There were reportedly no witnesses. As a result of the fall, the infant had an extended hospital stay due to a subdural hematoma on the side of the head.

Manufacturer narrative:
It was reported to ge healthcare (gehc) that, following the reported event, the hospital biomed performed a checkout of the unit and found it to function within specification. Subsequently, a gehc service representative performed a checkout of the equipment and found it to function within manufacturerâs specifications. Gehcâs investigation determined that root-cause was probable use error.